Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd plastipak¿ concentric luer lock syringe, 14 devices experienced difficult plunger movement. The following information was provided by the initial reporter. The customer stated: the service reports that the plunger does not rise to the top of the syringe. This indicator distorts the volume to be injected into the chemotherapy drug preparation bags. Fourteen 50ml syringes are defective. What were the consequences of this incident on your patient and in your department? On the patient: none.

Manufacturer narrative:
H.6. Investigation: no sample or photo received for investigation. A device history review was performed for the reported lot 2104087, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from the same lot were evaluated, upon visual inspection no marking or other related defects can be observed that can affect volume accuracy of the device. During barrel printing process operators check periodically the volume accuracy. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported when using the bd plastipak¿ concentric luer lock syringe, 14 devices experienced difficult plunger movement. The following information was provided by the initial reporter. The customer stated: the service reports that the plunger does not rise to the top of the syringe. This indicator distorts the volume to be injected into the chemotherapy drug preparation bags. Fourteen 50ml syringes are defective. What were the consequences of this incident on your patient and in your department? On the patient: none.